Manufacturer narrative:
Results: two photos were received by bd (B)(4) and evaluated. One photo had the product package information, while the second photo had the products in/after use. A bd 3ml syringe with blunt fill needle product from unknown batch # (p/n 305060) was used in conjunction with covidien magellan safety needle 25g x 5/8 as depicted in the photos. The bd syringe in one of the photos had the covidien safety needle attached with the safety extended. The syringes plunger was between the zero line and the first minor grad line (0.1 ml). It appeared that a drop of medication remained between the plunger and the bottom of the barrel, though it was not possible to determine precisely how much was present. It appeared that there was air around the drop. It is possible that the small amount of medication was from the dead space if the plunger was pulled back slightly after the injection. It was not possible to determine whether there was any defect present in the syringe based on the single photo provided. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication leaked past the stopper on a 18 g x 1 1/2 in. Bd" 3 ml bd luer-lok" blunt fill needle during use. No injury or medical intervention.